Event description:
Procedure had started and physician asked for a laser fiber. The expiration date and size of laser wire were confirmed. Physician was given the wire and she inserted the wire through the scope into the kidney and noticed that the laser tip had broken off. She then removed the laser wire and placed a basket through the scope into the kidney and retrieved the broken fiber wire with the basket. We visualized the tip being removed all the way out of the patient with the scope. The scrub tech then visualized the broken tip in his hand and when he wiped the blood off of it to pass it off the sterile field he lost the tip. FDA safety report ID #(B)(4).